Event description:
On (B)(6) 2026, a patient underwent a ultrasound guided kidney biopsy procedure through normal density tissue by using maxcore instrument. It was reported that during the procedure the device was allegedly unable to obtain the sample. No coaxial needle was used. The procedure was completed by another device. There was no patient reported injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: three electronic photo was provided and reviewed by soniya parthasarathy. The first and third photo shows that the hcp was holding maxcore device, which was in full prime position and hcp was holding the second slide. The second photo shows that the labeling information of the device, which was not clearly seen. Based on the photo review cannot be confirm the reported event. Therefore, the investigation is inconclusive for the reported failure to fire as no objective evidence was provided for review. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. CAPA 13764997 was initiated to investigate the increase in maxcore complaints regarding the firing problem and failure to fire. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.